Event description:
During a transapical tavr procedure, the 23mm sapien xt valve was deployed in a too ventricular position resulting in moderate central aortic insufficiency (cai). 4 days post tavr, the patient received a surgical aortic valve (savr) and the thv was explanted. At last report, the patient was doing great post avr. As reported, the echo imaging during the case was very poor until the sheath was removed; it was thought that the central ai was from the wire. The valve was deployed 60 to 70% ventricular based on the initial appearance but it was considered that it might have been lower. Although the imaging was sub-optimal, the patient¿s pressure was low so the delivery system and sheath were removed as soon as possible. After the sheath was removed, it became apparent that there was moderate ai with native leaflet involvement. During post procedure discussion, the operators noted that the wire may have been buried too deep in iliac, which may have pushed the valve ventricular and somewhat tilted. This patient also had big sinuses and thin leaflets with not a lot of calcium so the valve needed to be placed more aortic. The valve was aligned 50:50 and deployed with end result of 30:70 aortic/ventricular. Both the image intensifier angle and the coaxial alignment of the delivery system were fair, ventilation was held during valve deployment and there was no loss of pacing capture during valve deployment.

Manufacturer narrative:
Per the instructions for use (IFU), device malposition requiring intervention is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally calcified aortic leaflets, loss of pacing capture, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment in this case, patient (minimal calcification) and procedural factors (sub-optimal imaging and wire placement) appear to have contributed to the ventricular malposition and resulting central ai. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device; therefore no further actions are required. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.